Event description:
It was reported via phone call that the customer had a no delivery alarm and high blood glucose level of 33.3 mmol/l. The customer states they received a no delivery alarm and changed the set. Then verified the pump setting, but states they did not suspend the insulin pump. The customer history states that the insulin pump was suspended multiple times. The event did not lead to a hospitalization but the customer did have symptoms of nausea, abdominal pain and lethargic. The customer states they treated for the high blood glucose with bolus and manual injection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.